Event description:
It was reported that within a few days of implant, the atrial lead had dropped from the original implant position into the rv (right ventricle). Rv pacing was noted when pacing via the atrial lead, along with no p-wave sensing. The patient remained in the hospital an additional day to allow repositioning of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2013. (B)(4).